Event description:
Reporter alleged the active system generated a blood glucose result without a test strip being dosed with blood or control solution. Reporter stated and un-dosed result of "lo" (< 10 mg/dl) appeared on the display, when placing a new and unused test strip into the meter to begin testing. No report of actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.